Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager evaluated the iabp and was unable to confirm the error message in the fault logs and was unable to duplicate the alleged malfunction. The iabp was calibrated and passed all functional and safety tests per factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an internal temperature error. The iabp was taken off the patient and turned off for 30 minutes and the error was gone when it was turned back on. No patient harm, serious injury or adverse event was reported.